Event description:
It was reported that the pt died during a mini vision coronary stent implantation that dislodged from the balloon. Reportedly, the procedure was long and the stent came off while in the lad. It was unk whether the pt's death was related to the device, but it was reported that the incident complicated the procecure.

Event description:
In 12/2005, it was reported that the patient arrested during the procedure after the stent came off the balloon, while an attempt was being made to snare the device. Reportedly, there was no evidence of an autopsy bieng performed on the patient. No additional information is available.